Event description:
It was reported that the patient did not feel right today and they felt dizzy. It was noted the patient hand an implantable neurostimulator (ins) for pin in the abdomen, upper legs, and lower back. It was further noted the patient had stimulation on program 1 or a for their abdomen and b for their lower back and legs. The reporter stated they didn¿t feel right today and they felt dizzy so they tried to turn stimulation off, but stimulation would not turn off despite them putting the patient programmer all over the implant. The reporter further stated that stimulation could go off and then turn on all by itself without them placing the programmer over the implant. It was noted the patient could feel ¿the buzzing¿ without the ins being on. It was further noted the patient even turned off the programmer to make the ins stop. It was noted the patient pressed the off button and confirmed the lightning bolt was not on the screen. The reporter stated that stimulation went off for a little bit and then it was back on again. The reporter further stated that the lightning bolt was not there now, but they felt stimulation in their vaginal area, which they never felt before. It was further noted that stimulation had currently stopped. The reporter stated they were not in pain and they just did not want anything happening. Additional information received reported the patient¿s stimulation was turning on. It was noted the patient was having trouble getting their stimulation off. It was further noted the patient was no longer feeling stimulation and their system was off. The reporter stated the patient¿s ins was showing off on the programmer, but they were still feeling stimulation come on by itself every so often. It was noted the issue started today. It was further noted the hcp was meeting with the patient tomorrow. Additional information received reported the patient¿s stimulation issue had resolved. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).